Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation passive packplane, sbc, pcb, video controller pcb, and the hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was pixilated, effectively eliminating the ability to view a usable image. No pt serious injury or death was reported related to this event.